Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged black tubing and mask. In addition, the patient also reported yellowish deposit in the humidifier. The device stopped working during the night. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 04/15/202: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was inspected and found blower assembly contaminated, blower box contaminated, blower outlet seal contaminated, blower isolators contaminated, blower upper cap contaminated, rear panel contaminated, o-ring loose, sd card flip door contaminated, upper enclosures sensor orifice clogged. Additionally, the patient¿s complaint was reproduced, and the device was scrapped. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.